Manufacturer narrative:
Sensor 3mh00dp64gd has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. An accuracy test performed, and the results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer felt discomfort and was taken to the hospital where a healthcare meter blood glucose result of 480 mg/dl was obtained compared to sensor reading of 53 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and received unspecified IV treatment, triaxon, and rocetrin 1g. There was no report of death or permanent injury associated with this event.